Event description:
A customer reported to baxter (B)(4) of a uromatic set in which a foreign hair was detected in the pack. This condition was discovered before usage; and there was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation, the unit was visually inspected and a hair was found sealed inside the pouch, hence the reported defect was confirmed. However, the cause of this condition has not been identified. Batch file review did not reveal any issues related to this complaint and has passed all statistical sampling acceptance criteria for all tests performed including in-process testing and product testing.